Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. Patient codes: c50501 device codes: c76126 article: tricuspid valve replacement with a melody stented bovine jugular vein conduit authors: joshua l. Hermsen, md; lester c. Permut, md; tim c. Mcquinn, md; thomas k. Jones, md; jonathan m. Chen, md; and david michael mcmullan, md. Annals of thoracic surgery 2014;98:1826¿7 november 2014 available online: october 30, 2014 http://dx.doi.org/10.1016/j.athoracsur.2013.12.070.

Manufacturer narrative:
Conclusion: a device history record review could not be performed as unique device identifier numbers were not provided. With the limited information received, a root cause could be determined.

Event description:
Requests for additional information provided no further details.

Event description:
Medtronic received information that an infant patient experienced post-operative complete heart block for which an epicardial pacing system was implanted following the implant of this transcatheter pulmonary valve in a tricuspid position. Two months later, the patient recovered natural atrioventricular conduction. No subsequent adverse patient effects were reported.